Event description:
The complainant reported that the patient on impella cp was bleeding from the extracorporeal membrane oxygenation site and heparin was held. It was further reported that impella cp was pulled back while in operating room and it was unable to be repositioned. The cp was exchanged.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings and cautions: cautions: "physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta." Caution: "physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance."

Manufacturer narrative:
The investigation of positioning issues and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issue was most likely use related as the pump was pulled out and unable to be repositioned per clinical. Vascular damage peripheral: the cause of the vascular damage peripheral vessel was not determined due to lack of clinical details.